Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with the implantable cardiac monitor exhibiting episodes of false cardiac pauses due to undersensing. No programming changes were recommended. The patient was not adversely affected. No further information was available.

Event description:
New information received noted that the cause of the undersensing was due to loss of contact of the implantable cardiac monitor with the intended cardiac tissue. It was recommended that the patient continued to be monitored as the implant pocket heals and ultimately resolve the undersensing caused by loss of tissue contact.